Event description:
Reporter has rec'd the er1 message on occasion. Reporter will simply retest and get a satisfactory blood glucose value. Advised customer to utilize color comparison chart on vial in the event of another er1 message.